Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. The visual inspection by naked eye of the product showed the product wet. A leak test of the dialysate side was performed and a leak was observed. The reported condition was verified. The cause was a crack in the welding zone. The cause of the crack could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately 20-30 minutes after starting treatment with one unit of a polyflux 170h dialyzer, an external dialysate leak was observed from the header that created a palm-sized puddle. A crack at the venous header was reported. The set was changed and treatment was restarted with a new set. There was no patient injury or medical intervention associated with this event. No additional information is available.